Event description:
It was reported that the right ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted 2005 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the right ventricular lead was dislodged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the threshold was elevated. Ventricular capture management (vcm) was programmed off since the week of (B)(4) 2007 but prior to that, vcm maximum threshold ranged from 1.75 volts to 2.75 volts.